Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the surgeon was firing the stapler across the sigmoid portion of the bowel, the stapler would not open easily. Once it was removed from the bowel, it had a poor cut and staple line. A second stapler was opened and the surgeon stated that it responded in the same manner as the first. The surgeon stated that the two instruments broke while trying to open them. He also stated that it was a difficult case. There were many factors involved in having to convert to an open procedure, including: pt size, anatomy, other equipment problems, tissue pathology, as well as the problems with the staplers.